Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to possible supra ventricular tachycardia (svt). The patient was hit in the head, went home, forgot to take medications, and went to lay down. When the patient woke up, they received shocks from their implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.